Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device received an alert for high out of rang shock impedance measurements, measuring greater than 130 ohms on the right ventricular (rv) channel. Technical services (ts) recommended troubleshooting options and to perform lead integrity testing. This device remains in service. No adverse patient effects were reported.